Manufacturer narrative:
Patient identifier: unk. Date of event: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm vticm5_12.6 implantable collamer lens, -12.50/+1.5/090 (sphere/cylinder/axis), was torn and there was no patient contact. Another same model/length lens was implanted and the problem was resolved. The patient is doing well. Cause of the event was unknown.

Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of diopter -11.5/1.5/090 (sphere/cylinder/axis) tore. There was no patient contact. A backup lens of the same model/length was implanted into the left eye (os) and the problem was resolved. Reportedly "patient is doing well". The reporter indicated the cause of the event is unknown. Claim#: (B)(4).